Manufacturer narrative:
Engineering analysis: the details indicate that the stent was dislodged while attempting to pull the stent back through the introducer sheath. The instructions for use specify the following, "do not attempt to pull an unexpanded stent back through the bronchoscope or endotracheal tube since dislodgement of the stent may result", in this case, the introducer sheath. It is not clear what type of access issues were encountered that resulted in the physician having to place the dilator back through the introducer sheath. No sample has been returned therefore an evaluation of the dimensions of the crimped stent could not be performed. The crimped stent leaves impressions of the stent frame on the surface of the balloon. The impressions indicate if the balloon was properly crimped. The stent delivery system was not returned so this evaluation could not be performed. The introducer sheath used in the case was also not returned. Engineering summary: as the lot number of the icast device in question was not provided a review of the catheter lot history records for the device in question could not be performed. If the production lot number of the catheter was provided the records would have indicated if this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Conclusion: based on the details of the event atrium can find no fault with the device and or lot of stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Associated file: MDR 1219977-2015-00302.

Event description:
It was reported that a stent came off the balloon during a fenestrated endovascular case. It came off the balloon in the sheath as it was being removed from the sheath due to the dilator needing to be placed back into the sheath for access reasons.